Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was disconnected. A field service engineer investigated network connectivity issues and found that multiple pyxis stations were disconnected due to improperly applied security profiles. Coordination with customer it revealed recent configuration changes. Once the correct cisco ise profiles are implemented, the affected stations will reconnect successfully. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was disconnected. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was disconnected. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.